Event description:
It was reported that the patient death occurred. A synergy shield drug-eluting stent was deployed in a the left main. Despite appropriate monitoring of act (activated clotting time) and administration of heparin, the patient developed severe chest pain immediately after completion of the procedure and required re-intervention. Percutaneous coronary intervention (pci) was performed; however, the patient subsequently died. In the physician's opinion, the device and/or procedure contributed to the patient's complication, with acute stent thrombosis identified as the primary cause or a significant contributing factor leading ultimately to the patient's death. It was further reported that a 3.50 x 16mm synergy shield drug-eluting stent was deployed at 16 bar for 10 seconds in the left main stem (lms).

Manufacturer narrative:
A2: date of birth: 1959. E1: initial reporter phone: (B)(6). Device history review: a review was completed of the device history records (DHR) for the synergy shield, part # h7493966616350, batch # 0033517498. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Media provided by the customer was reviewed by boston scientific medical personnel. Cardiac arrest occurred one hour after prasugrel administration; a potential indication that platelet inhibition may not have been fully achieved. The limited angiographic medic is unable to provide conclusive evidence of complete acute stent thrombosis; the left main (lm) / left anterior descending (lad) stent appears patent with mild haziness, and although in-stent thrombus cannot be excluded, it cannot be confirmed. A causal relationship between the device and the clinical outcome cannot be established with the limited information provided. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the synergy shield device confirmed that the event of 'thrombosis, acute (stent/treated vessel/device implant site/device);', 'chest pain' and 'death' are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'. This code was selected as the most probable complaint cause based on the information available. No device malfunction was reported. The physician reported that the device and/or procedure contributed to the patient's complication, with acute stent thrombosis identified as the primary cause or a significant contributing factor leading to the patient's death. Media review determined that no conclusive angiographic evidence of complete acute stent thrombosis was evident. The lm/lad stent appears patent with mild haziness, and although in-stent thrombus cannot be excluded, it cannot be confirmed, and therefore a causal relationship between the device and the clinical outcome cannot be established based solely on the information provided. Chest pain, stent thrombosis, and death are listed in the product's instructions for use (IFU) as known adverse events associated with device use.

Event description:
It was reported that the patient death occurred. A 3.50 x 16mm synergy shield drug-eluting stent was deployed at 16 bar for 10 seconds in the left main stem (lms). Despite appropriate monitoring of act (activated clotting time) and administration of heparin, the patient developed severe chest pain immediately after completion of the procedure and required re-intervention. Percutaneous coronary intervention (pci) was performed; however, the patient subsequently died. In the physician's opinion, the device and/or procedure contributed to the patient's complication, with acute stent thrombosis identified as the primary cause or a significant contributing factor leading ultimately to the patient's death.

Manufacturer narrative:
A2: date of birth: (B)(6). E1: initial reporter phone: (B)(6).